Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that three discordant, falsely low sodium results were obtained on three patient samples on a dimension vista 500 instrument (serial number: (B)(4)). A siemens customer service engineer (cse) was dispatched to the customer site. The cse pulled and rebuilt the integrated multisensor technology (imt) module and rotary valve, primed and aligned the rotary valve three times, ran titration leak tests, and cleaned the imt drain. The imt passed calibration upon startup. Quality controls (qc) were then run and recovered within range. The instrument was functional after the cse performed service. The instrument is performing according to specifications. No further evaluation of this device is required. MDR's 2517506-2019-00302, 2517506-2019-00303, and 2517506-2019-00304 were filed for additional discordant results obtained on the same dimension vista 500 instrument (serial number: (B)(4)).

Event description:
Three discordant, falsely low sodium results were obtained on three patient samples on a dimension vista 500 instrument (serial number: (B)(4)). The discordant results were reported to the physician(s) and were questioned by the physician(s). The original samples were all rerun for sodium on an alternate dimension vista 500 instrument (serial number: (B)(4)), resulting higher. These results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.